Event description:
The following has been reported: service needed code as soon as it powers on a preliminary review of the logs was not performed. The device was returned for evaluation. Upon return, the device log files were pulled and showed a mechanical hardware failure (air compressor). During startup sequence the pneumatic system performed excessive charge attempts before alarming. The unit was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No additional damage was identified. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Reporting as a conservative measure due to the air compressor failure during investigation. No adverse effects were reported.